Event description:
It was reported that a battery longevity anomaly was observed via remote transmission. The device was explanted and replaced due to eri. The patient was asymptomatic before and after the procedure. The patient is recovering well and will continue to be monitored normally.

Manufacturer narrative:
(B)(4).